Manufacturer narrative:
Submit date: 10-may-2017. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician verified the reported issue; the display lcd had pixel defect which made it illegible. Also, the buzzer was found to be bad. Unit was repaired, cleaned, tested and recertified and the firmware was updated. The unit passed all tests. The unit is back to normal operation.

Event description:
Customer reports the unit has a bad display. Upon triage, service found the display was illegible and that the buzzer was bad.